Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was making an abnormal noise when in use with the k-wire was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger of the device was not moving smoothly. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the small battery drive device was not moving smoothly. It was noted in the service order that the device was making an abnormal noise when in use with the k-wire. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.